Manufacturer narrative:
Lens was received cut in 2 pieces and sent to an independent laboratory for analysis of the tacky film observed on the surface of the lens. The laboratory removed a portion of the film and analyzed using fourier-transform infrared spectroscopy (ft-ir). The results showed a carbohydrate-based material consistent with hyaluronic acid. The source of this film appears to be from a viscoelastic used during the implant procedure. Product history records were reviewed and indicate product met release criteria.

Event description:
During the initial surgery and after insertion of the device the physician observed a "film" on the surface of the optic. He was unable to remove the film, cut the lens in half and removed from the eye. During the removal the patient's posterior capsule tore and vitreous was lost. A secondary lens was implanted without complication.